Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, multiple episodes of undersensing were observed on the device. Technical support was contacted. No intervention was performed, and the device will continue to be monitored. The patient was stable with no adverse consequences.